Event description:
It was reported that the fiber broke after lasering for approximately 5 minutes during the ureteroscopy procedure. The procedure was completed with another device. There were no patient complications.